Event description:
The manufacturer received information alleging a ventilatory was alarming for a low inspiratory pressure and high temperature alarm condition. There was no harm or injury reported. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a low inspiratory pressure and high temperature alarm condition. The device was returned to the manufacturer for evaluation and the air inlet path assembly was replaced to address the issues. The component was returned to the manufacturer's product investigation laboratory for additional evaluation. No problem was found with the component.